Event description:
As reported for this event by the customer, the fiber caught fire at the point of connection to the device. There is no reported harm to any patient or persons.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tfl-fbx200s) and (B)(6) (tfl-pls).this medwatch is for the patient identifier (B)(6).the device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time.this event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum oct 19, 2022: event occurred during a therapeutic cystoscopy, laser lithotripsy, stent placement procedure. The fire occurred in the middle of the procedure due to the fiber being leaned on and pulled while the circulator was changing saline bags. There was no significant impact of the fire; the fire extinguished itself. There was no delay in the procedure or care of the patient. Procedure continued as planned with the use of a backup holmium laser. Patient did not need additional anesthesia.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of fire has been determined to have been unrelated to the laser console. The console performed as expected and the broken laser fiber malfunctioned/broke resulting in the expected energy provided by the console to escape and ignite the fiber coating. Olympus will continue to monitor field performance for this device.